Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation and tamponade occurred. During a watchman procedure, a versacross connect access solution kit was selected for use. The transseptal puncture was completed, and once the physician was attempting to get the intracardiac echocardiography (ice) catheter across the septal, the patient who was under moderate sedation, complained of chest pain but it was hemodynamically stable. After crossing, when the versacross rf wire was in the left upper pulmonary vein and the ice catheter was manipulated around the left atrium for left atrial appendage (laa) measurements, a significant fluid around the appendage and right ventricular (rv) was noted. The pre-crossing images (of a different angle) were compared and the fluid amount noted to be the same and hence the physician decided the continue with the watchman implant. A non-boston scientific pigtail catheter was used to cannulate the appendage, took a contrast shot, with no signs of effusion noted. The 20mm watchman device was deployed and released, and a new effusion sweep showed that the effusion looked slightly bigger, but the patient's hemodynamics were stable. The physician performed a pericardiocentesis when the pericardial effusion developed into cardiac tamponade. The patient stayed overnight with the port still in his chest, but fully recovered and it was discharged next day. The device is not expected to be returned for analysis (disposed). The versacross rf wire was still inside patient's body when perforation may have happened. There was slight difficulty visualizing with ice imaging. In the physician's opinion there were no malfunctions or contribution from any of the versacross devices, but he believes he perforated the heart during the procedure most likely with the ice catheter after the transseptal access was acquired. No other complications were reported.